Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were continually exiting the cartridge during the load sequence. Customer resolved the issue and the same cartridge was loaded onto the pump. Customer was not using pump for insulin therapy at the time of the report as the customer was in training. There was no reported impact to customer's blood glucose.